Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing of atrial fibrillation (af) on the right ventricular (rv) channel. Technical services (ts) reviewed the data and noted there were a few beats that were oversensed that inhibited pacing. Ts also noted there was no asystole. Ts recommended the patient be seen in clinic for analysis and reprogramming. This crt-d remains in service and no adverse patient effects were reported.